Event description:
It was reported that the stent partially deployed and the system became stuck on the wire. A 7x120x130 eluvia self-expanding drug eluting stent was selected for a procedure in the superficial femoral artery (sfa). The lesion was a severely calcified chronic total occlusion (cto) lesion with moderate tortuosity. Pre-dilation was performed and the stent was advanced over a non-bsc .014 guidewire. During the procedure, after the stent was deployed about 9cm, the thumbwheel began spinning and the remainder of the stent would not deploy. When the system was pulled in an attempt to remove it from the patient, the remainder of the stent deployed. Additionally, the system became stuck on the wire so the system and wire were removed together from the patient. The stent was used successfully in this procedure and no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. Returned product consisted of an eluvia self-expanding stent system with a 0.014 guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the pull rack is separated 2.4cm from the handle. Microscopic examination revealed no additional damages. X-ray of the handle showed that the proximal inner is prolapsed. The stent was deployed and did not return for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis confirmed the froze on wire which would have contributed to deployment issues.

Event description:
It was reported that the stent partially deployed and the system became stuck on the wire. A 7 x 120 x 130 eluvia self-expanding drug eluting stent was selected for a procedure in the superficial femoral artery (sfa). The lesion was a severely calcified chronic total occlusion (cto) lesion with moderate tortuosity. Pre-dilation was performed and the stent was advanced over a non-bsc .014 guidewire. During the procedure, after the stent was deployed about 9cm, the thumbwheel began spinning and the remainder of the stent would not deploy. When the system was pulled in an attempt to remove it from the patient, the remainder of the stent deployed. Additionally, the system became stuck on the wire so the system and wire were removed together from the patient. The stent was used successfully in this procedure and no patient complications were reported.